Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy while tandem technical support arranged replacement pump, provided instructions for storage mode, explained need to reprogram pump settings and reconnect continuous glucose monitor to replacement device, and instructed customer to return problematic pump within 10 days using prepaid label, which customer understood and acknowledged.